Event description:
User reported that while her tracheostomy tube was in situ, she attempted to clean the inner cannula of the tube with a cleaning brush device. According to reporter, the brush head broke off and became stuck in the tracheostomy tube which caused difficulty breathing. According to report, the user was brought to hospital care by emergency services and brush head was removed. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.